Event description:
The facility reported a flo-gard infusion pump which alarmed "upstream occlusion, check locking mechanism" and interrupted an infusion of sodium bicarbonate on a (B)(6) female patient. The intended infusion was 198cc of sodium bicarbonate to be infused in 1 hour on the patient, who was being treated for kidney failure. After the infusion was stopped, the patient was disconnected and the infusion was administered manually with a dial-a-flow set. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.